Event description:
The lead was explanted due to a sensing anomaly.

Manufacturer narrative:
The reported sensing anomaly was confirmed. Analysis found inside out abrasions at 7.1cm to 8.2cm, 11cm to 14cm, and 15.5cm to 19.4cm from the helix end. The efte coating on one of the rv cables was also abraded between 11cm and 14cm from the helix end. Abrasions due to friction with the ICD can, were noted between 52.2cm and 52.6cm and between 60cm and 60.8cm from the helix end. Due to the lead condition, further analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.